Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
Additional information received that the implant had to be removed due to the fracture of the abutment. An additional report will be sent for the abutment. This is a follow up report for this additional information. Additional FDA coding being added after investigation of device. Adding additional health effect - impact code: 4627. This is a follow up report to add this additional code. Correcting b5 - describe event or problem from "it was reported that a patient experienced a dental implant loss." To "it was reported that a patient experienced a dental implant removal due to an abutment fracture." This is a follow up report for this corrected information. Correcting: implanted, date (B)(6) 2025 to (B)(6) 2018. And explanted, date (B)(6) 2025 to (B)(6) 2025, this is a follow up report for these corrected dates. This is to correct and remove the codes that were initially reported - removing codes for: medical device problem code: 1863. Investigation findings code: 3221. The correct codes for this complaint are: medical device problem code: 4075. Investigation findings code: 180. This is a follow up report to correct this code.

Event description:
It was reported that a patient experienced a dental implant removal due to an abutment fracture.